Event description:
It was reported that, "tip of drill broke drilling through dense bone near the calcar region of the neck. Were able to retrieve the broken tip using a hook device."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.